Manufacturer narrative:
The tech found the brake casters and the brake block assembly was worn. The tech replaced the brake casters, the brake block assembly and adjusted the brake to repair the bed.

Event description:
Info received indicates, the brake will not hold.